Event description:
It was reported by a customer representative that a backrest section of a citadel plus bed frame raised without any command given. The side rail was lowered at that time and allegedly the e300 code was displayed on the side rail control panel. The bed was in use by a patient. No injury occurred.

Manufacturer narrative:
It was reported by a customer representative that a backrest section of a citadel plus bed frame raised without any command given. The side rail was lowered at that time and allegedly the e300 code was displayed on the side rail control panel. The bed was in use by a patient. No injury occurred. The customer facility was visited by an arjo representative. The service consultant observed only that the aes (anti-entrapment system) alarm was activated on this bed. This alarm is activated to stop bed movements, when the bed senses an obstacle under the bed platform. In that case the bed platform is raised slightly to allow the obstruction to be removed. When the aes system is activated, the whole platform of the bed raises, and not only a particular section of the bed. Therefore, no link was found between customer allegation of backrest section raising on its own and aes system activation. The bed evaluation revealed that the aes alarm was triggered by a power drive cable which was incorrectly secured. After the cable correction, the bed worked correctly. No error codes were displayed. The bed frame was swapped out to satisfy the customer. The customer alleged also that the e300 error was displayed on the bed. This code informs the user that one of the control buttons was depressed for more than 90 seconds. According to troubleshooting procedure described in the citadel plus instruction for use (831.374) it is recommended to ¿remove pressure from control button. If error code does not clear call an arjo-approved service agent.¿ during the bed evaluation, the service technician did not observe the e300 code, therefore this allegation cannot be verified. Based on the provided information, the customer allegation concerning backrest section raising on its own cannot be confirmed. To sum up, it was reported that the bed did not meet its performance specifications due to unintended movement of the backrest section. The alleged issue occurred at the time of use the bed by the patient. The complaint was decided to be reportable due to customer allegation of unintended up movement of the backrest section although no injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
An arjo representative became aware of an event involving the citadel plus bed. It was claimed that the backrest section raised without any command given. The e300 code was displayed on the side rail control panel. No injury occurred.